Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found only the connector portion of the lead was returned in one piece. Visual examination of the lead found full breached degradation breaching the outer insulation and exposing the outer coil located adjacent to the connector boot. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.